Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT scanner. The customer reported that the patient handling system (phs) moved downward inside the gantry without any button being pressed. The movement occurred unexpectedly and was observed during system use. No injury to the patient or user was reported in connection with this event. The issue was reported to have occurred only once. As an immediate precautionary measure, the customer was advised to stop using the CT system. Siemens has requested additional information to conduct an investigation of the reported event.